Event description:
It was reported that the device had an intermittent connectivity error. It was out of box failure. The event occurred upon opening at a warehouse. There was no patient involvement.

Manufacturer narrative:
Device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Corrected: d3 - mfg establishment name, manufacturing plant address 1, city and zip codeno product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.